Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery tests. Unable to prime during prime test, due to faulty force sensor. No excessive no delivery alarm noted. Motor tested outside insulin pump and passed. Insulin pump had minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 422mg/dl. It was also reported that the customer received a manual injection. Advised insulin pump would be replaced. No additional information was provided.